Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece did not aspirate. The screw-threads of the handpiece did not allow to screw thoroughly the end piece. Additional information was requested but not received.

Manufacturer narrative:
The phacoemulsification handpiece was manufactured on january 31, 2017. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).